Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_4__; occurrence: unable to perform complaint lot history check due to an unknown lot number for hypoglycemia, harm, needle clog & difficult/unable to operate. A review of all risk management documents for the product family of the device involved in this complaint (pen needle, hypoglycemia, needle clog, difficult/unable to operate), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. The reported harm, (unconsciousness) is directly associated with hazard: (hypoglycemia). A review of all risk management documents for the product family of the device involved in this complaint (pen needle), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for hypoglycemia, harm, needle clog & difficult/unable to operate investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the patient. On an unknown date she had hypoglycemia and that caused her to become unconscious and also had neuropathy, she had to push really hard and it took a lot of work for the insulin to come out. Case description: this spontaneous device only case, reported by a consumer who contacted the company to report an adverse events and a product complaint, concerned a (B)(6) female patient of an unknown origin. Medical history included diabetic since 60 years ago. Concomitant medication included insulin human injection/isophane used for an unknown indication. The patient received insulin human injection/isophane (densulin n) via a reusable pen (humapen luxura champagne), 9 units daily, subcutaneously, for the treatment of unknown indication, beginning an unknown date. On an unknown date she had hypoglycemia and that caused her to become unconscious and also had neuropathy. The events of hypoglycemia and unconscious were considered as serious by company due to their medically significance. Since an unknown date she had a humapen luxura device that did not worked since (B)(6) 2020 (two days ago) because she had to push really hard and it took a lot of work for the insulin to come out. She have to apply nine units at noon, but with the device of densulin n, she only could placed 8 or 10 units, but with the humapen luxura device she could placed the 9 units that she needed, that was why she used the humapen luxura device (improper use of the device). Her social work did not give her the unspecified insulin from company anymore, and they gave to her densulin n. Since an unknown date she used bd ultrafine needles, she only used one needle until she place a new insulin cartridge (improper use of the device). Information regarding corrective treatment, outcome of the events and status of humapen luxura device was not provided. The patient was the operator of the humapen luxura champagne device and her training status was not provided. The general humapen luxura champagne device duration of used and suspect humapen luxura champagne device duration of use was unknown. The action taken with humapen luxura champagne device was unknown and its return was expected. The reporting consumer did not provide relatedness assessment between the events and humapen luxura device. Edit 18-sep-2020: upon review of the information received on 15-sep-2020, product complaint# (B)(4). Was processed in the case accordingly. No other changes were made to the case